Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the pump was powered on and a blank display was not observed. The pump cover was removed and there was no evidence of moisture or damage observed to the display screen. The original complaint of a blank screen could not be duplicated during investigation. Unrelated to the original complaint, the display was found to be dim and discolored. Also unrelated to the original complaint, the ok/enter button was found to be under-responsive. The keypad was removed and a crack was noted in the dome contact of the ok/enter button.